Event description:
Information received by medtronic indicated that the customer passed away in home on (B)(6) 2019. The customer was hospice on (B)(6) 2019. The cause of death was due to diabetic ketoacidosis. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. Customer used ascensia glucometer. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.